Event description:
Additional information has been provided indicating that the iol was exchanged for a different lens model and a half a diopter difference of power. The clinical reason for the iol exchange was a dislocated iol. The iol was exchanged approximately 5 months following the initial implantation procedure. Further information was provided by the surgeon, who reported the event as "ghosting". In the surgeon's opinion the patient is 20/25 bcva and so considered a success objectively. He has subjective symptoms that are hard to categorize. Date of implant, other products used and relevant test data provided. According to the second opinion doctor the patient's issues have resolved and the prognosis was good.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced "quality of vision issues". He decided to have an iol exchange and is doing well. Additional information has been requested.